Manufacturer narrative:
This report is two unknown 3.5mm locking screws/unknown lots. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient had an initial right elbow open reduction internal fixation (orif) (B)(6) 2016. The patient had complaints of pain and had the hardware was removed on (B)(6) 2016. One plate, seven (7) 2.7mm locking screws and two (2) 3.5mm locking screws were removed all intact. The fracture was healed and procedure was completed successfully. There was no surgical delay and patient outcome was good. No additional information available. This report is for two unknown 3.5mm locking screws. This is report 3 of 3 for com-(B)(4).